Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm and had beeping anomaly. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Advice to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did not exit. Customer states insulin exited the tubing. The customer was able to clear the alarm and able to clear insulin pump rewind. The customer passed self-test complete. Advice to do rewind and prime and watch for the insulin flow block alarm. The customer got insulin flow block during the fill tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.